Event description:
Hcp reported "kink in catheter and lead". The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is rec'd.